Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was isolated to the rear response button flexible trace being pulled out from the j1005 connector on the ca board, causing an open circuit. The cause of the non-functional response buttons is the pulled trace. The root cause of the open circuit cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.